Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The balloon was tightly folded with liquid inside the shaft and a product mandrel loaded on the distal end of the catheter. Microscopic examination and tactile inspection revealed a separation in the shaft 117cm from the strain relief, just proximal of the port weld/exit notch. The stretched ends suggest that excessive tension might have been put onto the shaft prior to separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 82% stenosed target lesion was located in the mid and distal left coronary artery. A 2.75mmx15mm quantum¿ maverick¿ balloon catheter was advanced for dilation. However, during the procedure, it was noted that the shaft was fractured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that shaft break occurred. The 82% stenosed target lesion was located in the mid and distal left coronary artery. A 2.75mmx15mm quantum¿ maverick¿ balloon catheter was advanced for dilation. However, during the procedure, it was noted that the shaft was fractured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.